Manufacturer narrative:
Since the issue was resolved onsite, no further analysis took place. No parts were replaced. No parts have been received by the manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that after turning on the system the image acquisition system (ias) became unresponsive on initializing please wait after releasing the e-stop. The system was restarted which resolved the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
Per review of the software logs, the issue was that the system failed to complete an offset calibration. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.